Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a red heart alarm could not be confirmed based on the review of the log files provided by the account. A specific cause for the alarm could not be conclusively determined through this evaluation. A review of the submitted log files revealed that the system consistently operated on battery power. Low power advisory alarms became active at 16:49:34 on (B)(6) 2021, due to the patient using the 14v li-ion batteries below the advisory voltage threshold. The log files also captured multiple power cable disconnect alarms and pi events, however, no red heart alarms were available. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. B are currently available. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had a previous controller exchange due to continual low voltage advisories. The patient was given a version 1.7 software controller to eliminate nuisance alarms. The patient presented with 25 low voltage advisories in the three days prior, some were red heart alarms according to the patient. The log files were review and showed some power cable disconnects when connected to batteries. The power cable disconnects resolved when the batteries and clips were cleaned.

Manufacturer narrative:
The previous controller exchange was reported in MFR report #2916596-2021-05271. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.